Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that prior to use, a foreign substance was found inside the pressure tubing of a flotrac sensor. It was found after opening the package, before use with patient. There was no allegation of patient injury. Patient demographics were requested but unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One flotrac kit was returned for examination. The reported event of "foreign substance was found inside of the pressure tubing" was not confirmed. A visual examination of the kit both before and after decontamination did not find any presence of a foreign substance inside of the kit. The liquid inside of the kit was also flushed out to filter paper for 5 minutes for further examination. There was no visible foreign substance on the filter paper. No visible damage was observed from the kit. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed. It is common clinical practice to inspect all products before usage. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is not known if user or procedural factors contributed to the stated event. In this case there was no patient injury or complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.